Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that they keypad buttons were under responsive and moisture was behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: there was corrosion observed in the battery compartment. There were no cracks found in the battery compartment. The pump passed a leak test. All of the keypad buttons were normally responsive. There was no contamination on the button contacts.